Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned. Unable to deliver or advance (delivery issue): the cause of the delivery issue was unable to be determined as insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that upon insertion of the impella 5.5, an impella position unknown alarm appeared on the automated impella controller. The physician opted to prime and place an additional impella 5.5. The patient later expired on the other impella 5.5 pump which was reported on another report. Refer to section h.10 for the related report number.